Event description:
Hip dislocation 3 days post-op, identified on plain x-ray following pt report of pain and inability to get up out of bed.

Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested. Should device or add'l info become available, the eval summary will be submitted in a supplemental report.